Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture and rupture was received on march 18, 2025, with lot number 1817319. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii. This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.